Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to unknown dried substance on motor slide. No further functional tests could be completed due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during rewind. Customer also mentioned no delivery alarms. Customer stated that they do not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 265 mg/dl. No further information reported.